Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the powerport m.r.I. Isp. Prior to the procedure, the physician noted poor flushing through the cannula during irrigation. Furthermore, upon inspection, metallic material was discovered obstructing the cannula lumen, indicating a potential manufacturing or quality defect that rendered the device unusable. There was no patient contact.